Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal.

Event description:
It was reported that the device experienced data corruption. The rep was able to use an automated restore to access the device, and proceeded to decrease the outputs. However, the device exhibited depletion following the reprogramming. The device was explanted and replaced. No patient complications have been reported as a result of this event.